Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B) (6), UDI#:(B) (4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported they were having issues charging their implant and the issue began around may or june of 2022. Patient stated they were unable to charge their implant. Pt stated when they would press recharge the screen would display that they needed to install the medtronic battery pack. Pt also reported as soon as they unplugged the controller from the a/c power the controller went blank immediately. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery pack and confirmed controller green light was solid. Pt confirmed that the controller displayed no device found. Patient then pressed recharge and confirmed recharging not available, cannot continue, install battery pack. Agent reviewed that they need to plug the controller into the recharger in order to recharge the ins. However, as soon as the controller was removed from the a/c power cord the controller went blank. Patient services reviewed with patient that they had two sets of equipment for their neck implant and patient confirmed they had the same issue with the neck implant. Pt verified the ins that was having this issue was the one for their back. The issue was not resolved. An email was sent to the repair department to replace the controller. Agent reopened and reassigned case to send email to repair to replace the recharger and to add serials/models into secure note. Patient (pt) called back and received the replacement controller but they were still having issues charging the back implant. During the call patient reset the controller and plugged the recharger. Controller was unresponsive. Patient plugged the ac power and selected implant on the hello screen. Patient changed the date, time, and numbers screen. Patient plugged the recharger and controller was unresponsive and was not turning on again.